Event description:
It was reported a device related thrombus occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed, and a 35mm watchman flx pro laa closure device was successfully implanted. The patient was discharged. During a transesophageal echocardiography (tee), prior to the patient's scheduled redo ablation procedure for atypical atrial flutter, the physician noted a device related thrombus (drt). The redo ablation procedure was rescheduled. A follow up tee was completed, confirming the drt had resolved and the redo ablation procedure was successfully completed. The patient remains on their oral anticoagulant medication.